Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed through this evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events associated with the pump were captured, and the pump appeared to function as intended throughout the duration of the file. The serial number of the heartmate ii pump was not reported and was not able to be determined during the investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook further instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a and d4: patient and device information were requested but were not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic for routine follow up and was noted to have a new tear in their driveline. There were no reported alarms, and the driveline was secured with rescue tape. The reported damage to the driveline appeared to be cosmetic.